Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the rotawire was kinked at 160cm from the distal end. The advancer used during the procedure was returned and used for analysis. The returned wire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire, no other issues were identified during the product analysis.

Event description:
It was reported that the burr became stuck with the wire the 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm rotapro and a rotawire drive were selected for use. During withdrawal, it was noted that the stall lamp was turned on and did not rotate during dynaglide mode. It was also noted that the burr became stuck with the wire infront of the non-boston scientific guide catheter. The procedure was completed using this device. No patient complications were reported.

Event description:
It was reported that the burr became stuck with the wire the 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm rotapro and a rotawire drive were selected for use. During withdrawal, it was noted that the stall lamp was turned on and did not rotate during dynaglide mode. It was also noted that the burr became stuck with the wire infront of the non-boston scientific guide catheter. The procedure was completed using this device. No patient complications were reported.